Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment with no damage to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: on investigation, the pump would not power. Investigation duplicated the alleged power issue. On examination, there was moisture corrosion inside the battery compartment. During leak testing, moisture ingress occurred through a crack in the battery compartment. The pump was opened for further investigation and revealed moisture damage to the printed circuit board. Investigation determined the pump was unable to power on due to moisture damage.